Manufacturer narrative:
Upon further evaluation, service confirmed that the video connector had loose connection due to wear and tear of the video connector socket. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the socket on the subject device was accidentally broken before a procedure, and therefore, could not perform the intended endoscopy procedure with the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found no image with exera ii scopes, due to a faulty circuit board. This report is being submitted for the malfunction found by service during the device evaluation (no image/faulty circuit board). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information obtained revealed the intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp), and the procedure was completed using a similar device.

Manufacturer narrative:
B5 - additional information has been confirmed and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.